Event description:
It was reported that this pacemaker system recorded atrial tachycardia response (atr) and pacemaker mediated tachycardia (pmt) episodes. The atr was due to oversensing of ventricular sense in the atrial channel. The healthcare professional resolved the issue by reprogramming the atrial blanking after ventricular sense. The pmt was due to intrinsic reach of the maximum tracking rate (mtr) feature, and the mtr feature was increased to 140 beats per minute. No adverse patient effects were reported. This device remains in-service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker system recorded atrial tachycardia response (atr) and pacemaker mediated tachycardia (pmt) episodes. The atr was due to oversensing of ventricular sense in the atrial channel. The healthcare professional resolved the issue by reprogramming the atrial blanking after ventricular sense. The pmt was due to intrinsic reach of the maximum tracking rate (mtr) feature, and the mtr feature was increased to 140 beats per minute. No adverse patient effects were reported. This device remains in-service.